Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had a known occlusion alarm¿ could not be confirmed through the downstream occlusion (dso) test. The test was performed 3 separate times, and all were within specifications. Further investigation found the dso seal was cracked and replaced. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device had a known occlusion alarm¿; during device evaluation it was found that the downstream occlusion seal was cracked. There was no reported patient involvement.